Manufacturer narrative:
H10: manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one valeo balloon expandable stent delivery system and stent were returned for evaluation. The sample was returned bloody and the visual inspection noted that the stent had dislodged distally on the balloon. Additionally, the stent struts appeared bent and severely damaged. Functional testing was unable to be performed due to the condition of the device. One electronic photo was reviewed. The stent appears to have dislodged distally from the balloon. Based on the photo review, dislodgement of the stent can be confirmed. Therefore, the investigation is confirmed for dislodgement as the stent had dislodged from the balloon. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon before exiting the introducer sheath while treating the right common/external iliac. The stent was successfully pulled out with the balloon catheter and another balloon expandable stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon before exiting the introducer sheath while treating the right common/external iliac. The stent was successfully pulled out with the balloon catheter and another balloon expandable stent was used to complete the procedure. There was no reported patient injury.